Manufacturer narrative:
(B) (4): the inferior shaft is broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Microscopic examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.